Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-02770, 2134265-2016-02771, 2134265-2016-02772, 2134265-2016-02916, 2134265-2016-02919, 2134265-2016-02769. (B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented for planned staged procedure to the saphenous vein graft (svg) to obtuse marginal (om) branch. The patient's qualifying condition at the time of presentation was stable angina and coronary angiography was performed. Target lesion #1 was a de novo lesion located in the proximal segment of svg to 2nd om with 80% stenosis and was 30mm long with a reference vessel diameter of 3mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x32mm promus element plus stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented for the evaluation of chest pain and was diagnosed with mi. The patient was hospitalized on the same day and was subsequently referred for cardiac catheterization. The following day, coronary angiography was performed and the 99% focal isr located in proximal portion of svg to 2nd om was treated with balloon angioplasty with 0% residual stenosis. The following day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.